Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage at site with three infusion sets the second day of use. Patient's blood glucose at the time of event was 399 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.